Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes includes: stress and degradation problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited some malfunctions which included, scratches on the tip cover, and detachement of the imaging area which resulted in no image. There was no patient involvement.